Manufacturer narrative:
This supplemental report is being submitted to correct the MFR. Report number and provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m166091 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m166091 and test base part number 190-430 / lot m166091. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m166091 showed that the complaint rate is 0.004%. In conclusion, the manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked. The information in the supplemental report was previously submitted under MFR. Report number 1221359-2021-00513 and the correct MFR. Report number is 1221359-2022-00513.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference all related MFR. Report numbers: 1221359-2022-00485, 1221359-2022-00486, and 1221359-2022-00487.

Event description:
The customer reported three (3) false positive results with the ID now covid-19 assay for multiple patients on (B)(6) 2021 and (B)(6) 2021. This MFR. Report addresses patient result 2 of 3. The customer reported three (3) false positive results with the ID now covid-19 assay were out of total 5 detected in the month of december. All (3) three false positive results were confirmed negative with pcr confirmation testing. No additional patient information, including treatment and outcome, was provided.